Event description:
Caller reported the presence of air bubbles or gaps in the infusion set tubing between the t:lock and the patient. There was no reported impact to the customer¿s blood glucose level. The caller declined any troubleshooting actions, and no further corrective actions were documented.